Manufacturer narrative:
This is a report correction only. This supplement is a correction to the initial emdr. The initial emdr is a duplicate event already reported under emdr 3008642652-2025-10047.

Event description:
A us distributor reported a battery pack had bent pins identified after patient fitting. This supplement is a correction to the initial emdr. The initial emdr is a duplicate event already reported under emdr 3008642652-2025-10047.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (bent pins) has been confirmed. As received, the battery connector pin was bent. The root cause for the damage to the connector could not be determined. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported a battery pack had bent pins identified after patient fitting.